Event description:
On 10/13/2023, it was reported by a distributor via (B)(4) that an ar-13999mf fastpass scorpions door latch to catch suture was not working properly, and the sutures were sliding through. This occurred during a case, and another ar-13999mf was used to complete the case. There was no significant delay and no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.